Event description:
The customer reported via phone call that they had been experiencing high blood glucose levels. The customer's blood glucose had been ranging between 400 mg/dl and 500 mg/dl. The customer treated their high blood glucose with a manual injection. The customer was able to lower their blood glucose to 94 mg/dl. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.